Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open hysterectomy procedure, the surgeon used the tissue, but the jaw remained stuck and did not open. Applied energy, but did not peel the tissue, so had to use a pair of tweezers. Tried to use it again, but the tissue was again stuck in the jaw and did not allow advancing the blade. He had to use a pair of scissors manually to cut the tissue. Surgery was prolonged. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p91c32. The device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.